Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the cartridge had been filled with approximately 100 units of insulin. The customer loaded a new cartridge successfully. There was no impact to the customer's blood glucose.